Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3: analysis of the wireless recharger (s/n#: (B)(6)) revealed " led¿s scroll continuously and device is unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery bars on the recharger are scrolling up and down. Caller stated that the rep was notified of the issue today and tried to troubleshoot with the caller. Caller confirmed that they held down the power button for 45 seconds to attempt to resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Caller mentioned that the patient has some cognitive issues , so the patients wife was conferenced into the call to provide further information.